Event description:
It was reported that the patient alert triggered, and the lead exhibited high impedances. The lead connections were checked, but the high impedance remained. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 02:15:03 and (B)(6) 2012 02:15:02. Daily hv-lead impedance trend data shows an abrupt increase for defib and svc defib = 63 to 16072 ohms peak between (B)(6) 2012.